Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery date is (B)(6) 2013. The revision surgery was performed due joint dislocation. The surgeon removed the original acetabular insert and revised it from a 32 mm with a 0 degree hood to a 32 mm with a 10 degree hood.

Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non conformity of product that would have caused the adverse event.